Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported condition.

Event description:
This is a spontaneous report by a consumer from india of peritonitis in a (B)(6) years-old male patient coincident with dianeal pd2 ultrabag therapy. On (B)(6) 2011, the patient began treatment with dianeal pd2 ultrabag (dose and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2011, the patient experienced peritonitis. The cause of the peritonitis was unknown. On an unreported date, the patient was hospitalized. On (B)(6) 2011, the patient received remedial treatment with fortum 250 gm in each bag (ip) for 14 days and on the same day, began remedial treatment with vancomycin 2 gm 1st day and 7th day. It was not reported whether dianeal pd2 ultrabag therapy was ongoing. The outcome of the event of peritonitis was not reported. The reporter believed the event of peritonitis was unrelated to dianeal pd2 ultrabag therapy.